Manufacturer narrative:
Initial reporter is a siemens employee phone number: (B)(6). As reported, the customer complaint was confirmed, and the root cause was attributed to the leaking water hose at the di water supply pump stand. The siemens cse replaced the hose and resolved the issue. No further action is warranted at this time. Siemens will continue monitor for like events through complaint trending.

Event description:
It was reported to siemens the artiste mv system was down due to a waterflow interlock. Upon investigation it was discovered that the water hose at the deionized (di) water supply pump stand had become loose and was leaking. The siemens customer service engineer confirmed the leak and replaced the di supply hose. A leakage from this type of hose can result in a larger amount of water (10-15l) being released and could result in the floor becoming wet. Though there was no patient or user injury due the reported event, this event is being conservatively reported because of the potential for slip and fall hazards resulting in moderate bodily injury which may require medical treatment. The reported event occurred in (B)(6).